Manufacturer narrative:
H6: added f11 based on information in the complaint file.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 56-year-old male patient on an impella cp due to acute myocardial infarction. During support, the groin was slightly oozing right at the insertion site. The patient was on brilinta and on a heparin infusion. The dressing was changed. No other treatment was provided.

Manufacturer narrative:
No product returned. The root cause of the access site adverse event was user related as it was resolved by angle matching. After further information was received, this event was determined not to be a reportable event.